Event description:
Info was received that reported a pt was hospitalized in 2008, due to hyperglycemia. The pt reports her blood glucose began rising before the hospitalization. The pt reports that prior to the hospitalization, her blood glucose was >500mg/dl. Upon admit the pt, her blood glucose was 900 mg/dl and treated with insulin and IV fluids. The insulin pump will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed; on the day of the event, the pump alarmed and the user acknowledged greater then 30 high pressure alarms. No operational or functional failure was detected and the product was within specification. The original insulin cartridge and infusion set were not returned along with the pump.